Event description:
It was reported that the subject flow diverter's radio opaque marker detached inside the catheter during procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported lot number was confirmed from the returned packaging and the hub. On visual inspection, the stabilizer distal taper tip & radio opaque (ro) marker were detached. The stabilizer proximal marker was intact. The delivery catheter ro marker was detached, the ro marker band was not returned. Functional testing was not performed due to the damage noted to the device, and as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The available information states that there was a marker band found detached within the axs catalyst 5 catheter, it could not be determined which device it was from. The device was returned and it was confirmed that he distal ro marker of the delivery catheter was detached and not returned. The distal tip of the stabilizer (taper tip and ro marker) was also detached and not returned. It is probable that the device was damaged during the clinical procedure. An assignable cause of procedural factors will be assigned to the reported device interaction with another device reported, the analyzed ro marker(s) detached/separate/not visible under fluoroscopy and to the analyzed stent stabilizer broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the subject flow diverter's radio opaque marker detached inside the catheter during procedure. No clinical consequences were reported to the patient due to this event.